Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform self-test, a21 error test, displacement test, rewind, operating currents, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to detached end cap. Unable to confirm motor error and e70 alarms due to detached end cap. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error while she was sleeping. The blood glucose reading was 379 mg/dl. The drive support cap was found to be sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.